Event description:
Philips received a complaint from the customer reporting the touchscreen on the v60ventilator is misaligned. The device was not in clinical use. There was no report of harm or other patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and provided the part details for a touchscreen replacement as requested. The bme reported multiple calibration attempts were unsuccessful for problem resolution. Investigation is ongoing.

Manufacturer narrative:
G1 contact office phone: (B)(6). H10: the biomedical engineer (bme) reported the touchscreen was replaced once it was made available. The device passed all performance specification testing verifying its operational status. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.